Event description:
Patient was treated in 2003. Patient developed burn mark on forehead, about 3/4 inch long and about 2-3mm wide at one day post treatment. The burn resolved and the patient was left with a divot. The patient had collagen injection 4 times in 2004. The divot has improved about 80-90%.